Event description:
It was reported the screw fractured. The fractured screw was removed from implant. Implant remains implanted. Implants were placed in 2021, and the implant-supported prosthesis ¿ fabricated at the milling centre using the ah20s screw ¿ was fitted. The patient attended the clinic in (B)(6) 2026 with one of the screws fractured. Doctor managed to remove it with great difficulty and replace it.

Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight unknown / not provided. A2: age at time of the event 68 years, 8 months. D4: additional device information unknown / not provided. G4: premarket identification k011028/k013227. H4: device manufacturer date unknown / not provided.